Event description:
It was reported the epg (external pulse generator) had no atrial or ventricular output. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. No ventricular output; the output flex is out of specification. Lower case is broken and is contaminated with dried blood. Both bail covers and ring cover are broken. Main seal and heart lead o-ring are contaminated with dried blood. One bail and ring are missing. Keyboard window is scratched. Battery drawer has tool marks. Upper case is contaminated with blood and is damaged.